Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pocket drawers were not opening properly and exposed all the narcotics. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the improper medication placement and gaps in tray arrangement. The field service engineer confirmed all mini engines and drawers functioned correctly in the hardware test application. The fse found that at least three trays with empty spots in front and behind medications placed toward the center. The customer completed an inventory to ensure numbers matched the sub-pocket locations of each medication. The system functioned as intended after the field service engineer investigated the device.